Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to undersensing and low impedance. Additionally the patient experienced muscle stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).